Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker developed a (B)(6) infection following a routine change out procedure. The infection resulted in sepsis and the patient subsequently expired approximately two months post change out.